Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, functional test, device history record, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. One device was returned for investigation. The device was returned with the udh handle and the basket formation in the open position. A visual examination noted the support sheath has a bowed appearance. The support sheath and the basket sheath were found to be secure. A functional test was performed and the udh handle actuated the basket formation without incident. A visual observance noted that one of the basket wires has pulled out of the cannula. Also, 4 mm from the point of separation, the wire is severely bent. It was noted the basket sheath is bowed in several location, but confirmed this could have occurred from the manner in which the device was transported back for investigation. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported by the district manager that a patient underwent an unspecified procedure using an ncircle tipless stone extractor. The report stated that the baskets where broken and had not made patient contact; however, the report could not confirm if the device made contact with the scope. No further information was provided.